Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corner.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 43 mg/dl; treated with glucose tablets. Customer is unsure why she it is low. Customer does not recall any significant events leading to the alarm. Nothing further reported.